Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician closed the clip on the lesion; however, when they attempted to deploy the clip, the handle snapped. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Block h10: a visual examination of the returned complaint device noted that the clip assembly was not returned with the device. It was noticed that the braided shaft and the control wire kinked in the middle of the device in several sections. The handle was inspected and was found in good conditions. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that no issues were found when performing a DHR review.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with polypectomy procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the physician closed the clip on the lesion; however, when they attempted to deploy the clip, the handle snapped. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. ***additional information received on (B)(6) 2019*** it was reported that the clip failed to release from the catheter.